Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the tubing separated and leaked while normal saline was infusing. The event occurred at the emergency department. The was no patient injury.

Manufacturer narrative:
Additional information added: b3 event date (B)(6) 2020.

Event description:
It was reported that the tubing separated and leaked while normal saline was infusing. The event occurred at the emergency department. The was no patient injury. Although requested, additional information was not provided.